Manufacturer narrative:
Based on the information provided, there was no allegation of an isi device malfunction that caused or contributed to the reported event. A follow-up MDR will be submitted if additional information is received. This complaint is being classified as a reportable event due to the following conclusion: it was reported the patient had undergone an unspecified da vinci-assisted surgical procedure and sustained a bladder injury.

Event description:
It was reported that a patient who underwent an unspecified da vinci-assisted surgical procedure on an unspecified date sustained an injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the surgeon reported that a patient had sustained a bladder injury. The patient had undergone a da vinci-assisted procedure; however, at this time, it is unknown if the bladder injury was identified intra-operatively or post-operatively. The following information is also unknown: the cause of the bladder injury, the severity of the bladder injury, what medical intervention was administered due to the operative complication, the procedure outcome, and the patient¿s current status. There was no allegation made by the surgeon that an isi device or system malfunctioned in a way that could have caused or contributed to the reported bladder injury.